Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported suction loss in the left eye of a patient, during lasik surgery.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause is user handling. No sample evaluation is required even if the sample is returned as the root cause has been identified during logfile review. No technical root cause was identified as the product was found to be within specifications. The root cause is user handling. The treatment was stopped by pressing food pedal and could be finished successfully using another patient interface. The manufacturer internal reference number is: (B)(4).